Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) recorded in the spine tango registry for 47 patients (18 males and 29 females) who underwent surgery using acis implants between (B)(6) 2013 and (B)(6) 2024. Final registry report outcome description: postoperative general complications before discharge: (n=1) death (n=1) other intraoperative surgical complications: (n=1) dural lesion (n=2) other postoperative surgical complications before discharge: (n=4) motor dysfunction (n=2) sensory dysfunction (n=1) implant failure reoperations: 4 reoperations at any level due to: (n=1) non-union (n=1) instability (n=1) failure to reach therapeutic goals (n=1) neurocompression 1 reoperations at the same level due to: (n=1) non-union (n=1) instability (n=1) failure to reach therapeutic goals (n=1) neurocompression this is for depuy synthes acis implants. This is report 2 of 2 for (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: event description- updated h6. Health effect - clinical code- updated h6. Health effect - impact code- updated.

Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. This report is for an unknown acis cage/spacer/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is between january 1, 2004 and april 19, 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: code e2402 used to capture "nervous system." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 24 patients (7 males and 17 females) for anterior cervical interbody spacer (acis) cervical spacer implants against all other surgical cases recorded within the spine tango registry between 2004 and (B)(6) 2021. Final registry report outcome description: general complications- intraoperative-none. General complications- postoperative surgical before discharge. 1 death. 1 other. Surgical complications- intraoperative adverse events: 1 other. Surgical complications- postoperative surgical before discharge: 1 motor dysfunction. 1 implant failure. Reoperations: 4 reoperations at any level: failure to reach therapeutic goals (1). Implant failure (1). Instability (1). Neurocompression(1). Non-union (1). Other (1). Unknown (1). 1 reoperations at the same level: failure to reach therapeutic goals (1). Instability (1). Neurocompression(1). Non-union (1). This report is for depuy synthes acis cervical spacer implants. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 2 for (B)(4).